Manufacturer narrative:
H3, h6: the described issue was investigated in detail. According to the provided information, it was stated that when a two-week-old baby was to be examined using the babix holder, the entire holder, including the pole, fell on the nurse. According to the information received, this resulted in a minor physical injury and psychological stress to the nurse. The baby was held by the nurse and was not injured. This issue occurred because the screw that secures the babix holder pole to the bucky wall stand (bws) was not tightened correctly. This could happen because a sleeve, which is inside the pole, was installed incorrectly. The investigation showed that the sleeve was installed the wrong way around during system installation. In this case, the screw that attaches the pole to the bws could not be screwed in far enough. As a result, the screw could not engage with enough threads to securely fasten the pole. The issue was solved on site by the in-house technician assembling the sleeve correctly. With this repair, the screw could be mounted safely to the pole with enough thread engagement. A siemens healthineers service engineer checked and confirmed the correct mounting on-site. The babix holder (material number 10681610) is not a spare part. It can be purchased with a system (as in this case) or separately as an option. It has been decided to further improve the service documentation of all affected systems regarding the mounting of the babix holder. This issue will be further tracked by the product steering group. A field safety corrective action (fsca) will be initiated. The fsca report will be submitted to the FDA once it has been internally released for reporting. This complaint has been closed.

Manufacturer narrative:
E1: a customer facility contact name and phone number were not provided for reporting. H10 manufacturer narrative: h3; h6: the investigation is ongoing. A supplemental report will be submitted to the FDA if additional information becomes available upon completion of the investigation.

Event description:
When a two-week-old infant was to be examined in the babix holder, the complete holder, including the pole, fell down on the nurse. According to the information received, this resulted in a minor physical injury and psychological stress to the nurse. The infant was held by the nurse and was not injured. The issue could occur because the screw securing the babix holder pole to the bucky wall stand (bws) was not fastened correctly. The inhouse technician fixed the issue at the affected site and a siemens healthcare service engineer was on site to check the correct mounting. He also secured the affected screw with loctite. Though in this case only a minor injury to the operator occurred, it is assumed that in a worst-case scenario, a serious injury to patient or user might be the outcome should the issue recur.